Event description:
It was reported by a company representative that a handheld computer was not holding charge after having been fully charged. No mishandling of the device was reported along with normal storage conditions. At the moment attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently did not include the following information on the initial report: "the regional manager reported on (B)(6) 2012 that it was first observed a few weeks ago, but definitely confirmed as an issue in clinic on (B)(6) 2012."

Event description:
The regional manager reported on (B)(6) 2012, that it was first observed a few weeks ago, but definitely confirmed as an issue in clinic on (B)(6) 2012. Additional information was received on (B)(6) 2012, when the handheld and flashcard were returned to the manufacturer for product analysis. Product analysis on the handheld and flashcard were completed on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the main battery were identified during product analysis on the handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the lock button was in the locked position. Product analysis identified that this anomaly could not have contributed to the event that was reported. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications.